Manufacturer narrative:
A product investigation was performed. Product development evaluation: the peek psi was designed according our processes, the process- and data analysis did not discover any gap or error in the process or in its execution. The perimeter and the peek psi implant representation where 3d printed and the 3d models did assemble within each other without any interference or gaps. In addition, the surgeon did approve the designed and produced peek psi design by signing the images for approval on the 20th of july 2017 and he did release the use of a CT dataset that was expired, what could lead to effects like the one reported within this complaint based on a change of the anatomical situation from the time point the CT scan was taken to the surgery. Based on the above discussed situation the complaint is indeterminate as we have any indication about the location or extend of the manual adjustment without the original device, intraoperative pictures or post-operative scans. Supplier evaluation: the complainant reported an ill-fitting of the implant. Since the implant was only designed by materialise and not produced, only the steps of image quality, segmentation and implant design were reviewed. An nc had been made for this case because during image qc it was found that the images were already 6 months old, whereas they can only be 4 months old according to the quality standards. The surgeon was notified about the risks of continuing with these images, but approved to advance with these images. The patient¿s anatomy might have changed during the time in between the scanning and the surgery. This can however not be confirmed, nor excluded based on the available information, and therefore it can be concluded that no root cause could be found to explain the issue as stated by the complainant. Final conclusion: based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it is reportedly implanted in the patient. Manufacturing location: (B)(4). Manufacturing date: june 26, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an intervention at the moment of positioning, it was noted the prosthesis had a shaped defect. For this reason a manual cut was necessary to place it. The defect resulted in the extension of the surgery for forty-five (45) minutes. After long cutting work with high speed drill and mill, the prosthesis was placed. The intervention was concluded manually milling the prosthesis excess part to permit the correct place. No adverse event to the patient has been reported. The implant was bigger than expected and did not fit well; heavy drilling was needed to fit is properly. There was no patient harm and the outcome is good. The surgery was successfully completed. This is report 1 of 1 for (B)(4).